Event description:
Customer reported that pump screen was dark and would not turn on, resulting in blood glucose level rising to 546 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy. Customer technical support reviewed pump logs and determined the customer manually placed pump in storage mode. Customer acknowledged the issue was attributed to user error. The customer continued to use the pump for insulin therapy.